Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. There was no reported impact to the customer's blood glucose level as the customer had not checked at the time of the call. Reportedly the customer will continue to use the pump until the replacement pump is received.